Manufacturer narrative:
Awaiting return of the reported device and/or additional information from the complainant to complete the evaluation.

Event description:
The complainant alleges, "during procedure, the device was not working properly, eschar was sticking to the electrode ball and tears away eschar that made cervix bled more. Suture was done."

Manufacturer narrative:
Multiple attempts were made to follow up with the customer to receive further information, however no further information about the complaint was able to be confirmed. A DHR review was completed for product e15646 with lot number x1021ux. There were no noted nonconformities during manufacturing and processing of this product and lot number. All items were noted as within manufacturing specification from the manufacturer. Complaint was unable to be confirmed at this time, as no further information was able to be received by the customer. True root cause remains unknown. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.